Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Three days after start of the support a patient update noted the patient's status as critical. Due to suction the performance level is at p-6, and the patient was septic (no further information regarding this complication was noted). Partial thromboplastin time: 47 seconds (high dosage heparin need was noted) and access side was dry. Escalation or transfer was not possible according to the nurse. The next day, the impella cp was successfully weaned and explanted with a survived outcome. Further status is unknown.

Manufacturer narrative:
The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: table 3.2 impella catheter components. ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings. ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿